Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of troubleshooting customer had taken no action to address bgf level, during troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.